Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted on (B)(6) 2024. During routine follow-up using computed tomography angiography (cta) imaging, it was noted that the device shifted proximal with contrast flow behind the device and under the device fabric. Imaging was reviewed with the physician on (B)(6) 2024 with an undermined course of action at that time. The patient remained on oral anticoagulation medication. On (B)(6) 2024 the patient was scheduled for an explant/reimplant. The patient underwent a transcatheter removal of the 31mm watchman flx closure device. On (B)(6) 2024 the physician successfully implanted a 31 watchman flx pro device. There were no patient complications reported and the patient discharged home. The patient will have a follow-up cta six (6) weeks from implant date.

Manufacturer narrative:
Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded that there were no concerns with implant positioning. Highly complex anatomy may have contributed to lack of anchor engagement. The 31mm implant may have been oversized.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted on (B)(6) 2024. During routine follow-up using computed tomography angiography (cta) imaging, it was noted that the device shifted proximal with contrast flow behind the device and under the device fabric. Imaging was reviewed with the physician on (B)(6) 2024 with an undermined course of action at that time. The patient remained on oral anticoagulation medication. On (B)(6) 2024 the patient was scheduled for an explant/reimplant. The patient underwent a transcatheter removal of the 31mm watchman flx closure device. On (B)(6) 2024 the physician successfully implanted a 31 watchman flx pro device. There were no patient complications reported and the patient discharged home. The patient will have a follow-up cta six (6) weeks from implant date.